Event description:
It was reported that the customer experienced an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer's blood glucose (bg) level ranged from 421-540 mg/dl. A manual injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.